Event description:
On (B)(6) 2015, the reporter contacted animas and reported that there were several events in the last year that the patient experienced a high blood glucose (bg) readings resulting in medical intervention/emergency room visits. It was reported that after the patient¿s healthcare provider (hcp) downloaded their pump, the patient experienced high bg readings. The reporter alleged that they believe the pump download caused the pump not to deliver insulin correctly. Reportedly, the patient¿s bg issues resolved after each episode and the pump was working normal and bg levels were normal at the time of the call. This complaint is being reported because the patient allegedly experienced hyperglycemic events because of a download issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: the meter was not returned with the pump. The black box began on (B)(6) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump was downloaded with (B)(4) software with no errors. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).